Event description:
It was reported the patient underwent a bilateral temporomandibular joint replacement on an unknown date. Subsequently, the patient is being considered for a revision due to unknown reasons. The surgeon believes the patient has possible malocclusion and noted a possible issue with the left fossa. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.